Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the implant site. The device was working properly prior to the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.